Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event on the following day. The treatment for peritonitis included injection of amikacin (250mg, once a day, route not reported) and injection of collistin (1gm, intravenous (IV), once a day). The cause of the peritonitis was a gastrointestinal tract infection. The hp has recovered from the peritonitis event. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.